Manufacturer narrative:
One 14-pole, inquiry steerable diagnostic catheter was received for evaluation. The returned catheter was a 14-pole, inquiry steerable diagnostic catheter, however, batch number 7397352 is for a decapolar, inquiry steerable diagnostic catheter. No other visual anomalies were noted. A 14-pole catheter was received with a label for a decapolar catheter, confirming the incorrect catheter was packaged in the box.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, the incorrect catheter was in the packaging. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.